Event description:
It was reported a pt presente diwth crushing substernal chest pain followed by left shoulder pain. The recovery filter, which was implanted in 2003 or 2004, was discovered to have three hooks and an arm and leg missing. According to the dr, one limb of the filter was in the right subsegmental pulmonary artery. The filter was removed successfully.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown, the filter has not been returned for eval to date. It is unknown if pt or procedural factors contributed to this event. The info for use for this device states: complications may occur at any time during or after the procedure. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.